Event description:
Reporter stated that a neonate capillary sample was measured, using the inform system, with a result of 3.1 mmol/l. The same sample, when tested in the facility's lab, reportedly measured 1.2 mmol/l. Reporter did not indicate if neonate was treated based on the value obtained on the inform system. No associated injury was reported. The discrepant results were obtained in a hospital. Quality control testing was reportedly performed on the inform system and values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.